Event description:
It was reported that after 3 months of a water vapor thermal therapy procedure, the patient presents urinary symptoms. The patient is treated like chronic prostatitis, but urine is negative.